Event description:
It was reported that the customer had a no delivery alarm during basal, bolus and fixed prime on the insulin pump. The customer's blood glucose level was 500 mg/dl. The customer was hospitalized due to spinal meningitis and was admitted presbyterian hospital. The customer was almost in diabetes coma and she was not in accident. The patient was wearing the insulin pump at the time of hospitalization. The customer was release to the hospital. The troubleshooting was performed. The customer was treated with 18 units and was advised to return the insulin pump and we will replaced it.

Manufacturer narrative:
Findings: pump was received with normal operating current and no unexpected off no power or low battery alarm or blank display noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" alarm noted. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).